Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. In this case, there was no reported device malfunction associated with the clip delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Based on the information reviewed, a definitive cause for the reported death cannot be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for death.it was reported that a mitraclip procedure was attempted on (B)(6) 2018. During transseptal puncture, a pericardial effusion occurred. A pericardiocentesis was performed and the patient was stabilized. The procedure was aborted and no mitraclip device had entered the anatomy. The patient was stabilized on (B)(6) 2018. On (B)(6) 2018, the patient was brought back for the mitraclip procedure. The clip delivery system (cds) crossed the septum with assistance from a electrophysiologist. A pre-existing posterior leaflet flail was noted. One mitraclip (cds0502 80205u193) was successfully implanted, reducing mr from 4+ to 2+. The clip remained stable on both leaflets. On (B)(6) 2018, the patient died. The cause of death was unknown. In the physician's opinion, the death and was unrelated to the mitraclip and the pericardial effusion from the transseptal puncture may have led or contributed to the death. There was no reported device malfunction. No additional information was provided.